Event description:
It was reported by service report that the bed needed an outlet socket. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; if additional info is received, a follow-up report will be submitted.